Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Ultimately, return of the trek may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed with the trek; however, a balloon rupture occurred during the first inflation at 10 atmospheres. A new trek was used for further dilatation, and a xience stent was deployed successfully to complete the procedure. There were no adverse patient effects reported. No additional information was provided.